Event description:
It was reported that the stenoscop following two hours of use produced smoke from the ccd camera power supply. The system was removed from use. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A field engineer performed an on site investigation. The malfunction was verified. The power supply was replaced. An add'l report will be generated and submitted if further information becomes available.